Manufacturer narrative:
Author: maria cristina conti bellocchi title: eus-fna versus eus-fnb in pancreatic solid lesions = 15 mm source: https://doi.org/10.3390/diagnostics14040427 publication date: 12 february 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study aimed to evaluate the diagnostic yield of both fna and fnb in defining small solid pancreatic lesions (spls). Between january 2015 and december 2022, 368 patients were included in the study with 72 punctured with fna and 296 punctured with fnb. The following three mild adverse events were reported: one retroperitoneal hematoma occurred during the eus-fnb of a small metastasis of renal cancer, requiring prolongation of hospital stay for clinical monitoring and being conservatively managed with no need for reintervention. Two mild pancreatitis were recorded after puncturing two small spls which were treated conservatively and discharged within three days. A competitor device was used for fna and the sharkcore and a competitors device was used for fnb.